Event description:
The customer reported multiple unconfirmed false positive results with the ID now covid-19 assay. This report is to address lot number m167051 and is two 2 of two 2. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4). On retained kit lot m167051 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot m167051 , test base part number 190-430 / lot m167051 the lot met the required release specifications. A review of the complaints reported as false positive patient results confirmed and unconfirmed, conflicting results related to kit lot m167051 showed that the complaint rate is 0.002%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination. Reference MFR number - 1221359-2022-00834.